Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic choledocholithotomy, there were some that clips that were not closed. It was noted that the device was removed from the tissue by force, but no tissue damage was caused. The cartridge was replaced with a new one and the device was used to complete the case without problems. There was no patient injury.